Event description:
Per nursing "pca pump was infusing dilaudid on a patient who suffered a respiratory arrest. Pump was programmed to infuse at .5 mg every 10 mins with a concentration of .5 mg/ml. The pump infused as programmed and after patient found to be in respiratory arrest, the pump was sequestered for evaluation. After initial review 5 cc was unaccounted for. Per nursing, they do not feel it was a pump malfunction, however want the pump evaluated as part of their review process. They admit this dosing was above the recommended dose for dilaudid in a patient.